Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. According to the report, the gore® tag® device was deployed with the partially uncovered stent on the proximal end located under the left common carotid artery, with the assumption that the device would move distally to the intended target upon deployment. However, the device did not move distally when deployed, and the left common carotid artery was unintentionally covered by the device. An additional bare metal stent was placed at the origin of the left carotid artery, and blood flow to the vessel was preserved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states "advance the stent graft into the aorta past the target location and pull back to desired position to release stored energy in the system. With the device in the desired target location, stabilize the introducer sheath at the patient and the delivery catheter at the introducer sheath to prevent introducer sheath or delivery catheter movement prior to or during deployment of the stent graft." Per IFU, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, improper stent graft placement and branch vessel occlusion or obstruction.